Manufacturer narrative:
(B)(4). The customer report of difficulty removing the swg resulting from a kinked swg was confirmed by visual inspection of the customer supplied photo and videos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during insertion, the guidewire kinked and stuck to the catheter which was subsequently removed. The insertion site was the femoral vein. Another device was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The report that the guide wire kinked was confirmed through examination of the returned sample. The kink was located towards the distal j-bend. Based on the appearance of the kinking, the damage seems consistent with the customer withdrawing back against the needle bevel. Despite the damage, the guide wire and catheter met all functional/dimensional requirements during investigation testing, and a device history record review did not reveal any relevant findings. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during insertion, the guidewire kinked and stuck to the catheter which was subsequently removed. The insertion site was the femoral vein. Another device was used. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported during insertion, the guidewire kinked and stuck to the catheter which was subsequently removed. The insertion site was the femoral vein. Another device was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).